Event description:
Crew responded to a cardiac arrest calle, defibrillation electrodes were attached to the pt an the device was powered on. Reportedly the device indicated connect electrodes and use of the device was inhibited. The electrodes and connections were checked, and finally the electrodes indication could not be cleared. The reporter stated there was no back up device available. The pt did survive.